Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient could not charge the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
It was reported that the patient could not charge the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. Additional information was received that the explanted ipg will not be returned per hospital policy.